Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: cath lab manager the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that when opening the packaging, the customer stated that the intra-aortic balloon (iab) "unraveled out of the box prior to insertion". They had utilized a second iab without issue. There was no patient harm or adverse event reported.